Manufacturer narrative:
A sample product is not available. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that he has observed glistenings in an implanted intraocular lens (iol). There was no reported patient harm. Additional information was requested.